Event description:
Info received indicates the pump did not deliver medication. No add'l info was provided by the customer.

Manufacturer narrative:
Testing of the pump indicates it was above volumetric accuracy test parameters, but still within 5% accuracy. Pump was calibrated to resolve. Based on the warranty void sticker, the pump had been serviced by a third party. The customer complaint could not be confirmed.